Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, red particles, cloudy and weight to the specification. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Company representative reported right side capsular contracture, baker grade IV and "during dissection of lower right side, there was an urgent gush of dark brown fluid." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Company representative reported right side capsular contracture, baker grade IV and "during dissection of lower right side, there was an urgent gush of dark brown fluid." Device has been explanted.

Manufacturer narrative:
The event of alcl-lymphoma-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Company representative reported right side capsular contracture, baker grade IV and "during dissection of lower right side, there was an urgent gush of dark brown fluid." Device has been explanted. Seroma fluid was aspirated and sent for alcl testing. No histopathological markers have been provided.

Manufacturer narrative:
The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation were capsular contracture, baker grade IV and seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported right side capsular contracture, baker grade IV and "during dissection of lower right side, there was an urgent gush of dark brown fluid." Device has been explanted.